Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was a calibration failure. The error message shown was a barrel clamp calibration failure/ code: 351.6760.0. It was reported that the error occurred five times on the same device on the same day. The issue was noted before patient use during a check-in procedure for a new installation.

Event description:
It was reported that there was a calibration failure. The error message shown was a barrel clamp calibration failure/ code: 351.6760.0. It was reported that the error occurred five times on the same device on the same day. The issue was noted before patient use during a check-in procedure for a new installation.

Manufacturer narrative:
The reported issue that there was a calibration failure with the syringe module was confirmed and duplicated. The syringe module was successfully calibrated with the error condition being resolved. The associated logs indicated the error events were recorded days after ((B)(6) 2020) the device had been placed in maintenance mode on the reported incident date (B)(6) 2020 of a check-in process. It is suspected a calibration attempt was not fully completed leading to the calibration error; it was reported that a barrel clamp related error had occurred during check-in. This issue could not be confirmed or replicated during the investigation. Inspection: no issues were found with the physical condition of the syringe module. The root cause for the calibration corruption was not identified, but is suspected to be from a calibration attempt that was not completed through the entire process. The calibration data resides in the flash memory and if the data is bad the calibration flag is not set. When the calibration flag is not set and the system is not powered on in maintenance mode, it will alarm due to the calibration flag not having been set indicating the device is not calibrated. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 11jun2020. A review of the device service history record was performed beginning from the date of manufacture to the present date 22sep2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that there was a calibration failure. The error message shown was a barrel clamp calibration failure/ code: 351.6760.0. It was reported that the error occurred five times on the same device on the same day. The issue was noted before patient use during a check-in procedure for a new installation.

Manufacturer narrative:
The reported issue that there was a calibration failure with the syringe module was confirmed and duplicated. The syringe module was successfully calibrated with the error condition being resolved. The associated logs indicated the error events were recorded days after (B)(6) 2020) the device had been placed in maintenance mode on the reported incident date (B)(6) 2020 of a check-in process. It is suspected a calibration attempt was not fully completed leading to the calibration error; it was reported that a barrel clamp related error had occurred during check-in. This issue could not be confirmed or replicated during the investigation. Inspection: no issues were found with the physical condition of the syringe module. The root cause for the calibration corruption was not identified, but is suspected to be from a calibration attempt that was not completed through the entire process. The calibration data resides in the flash memory and if the data is bad the calibration flag is not set. When the calibration flag is not set and the system is not powered on in maintenance mode, it will alarm due to the calibration flag not having been set indicating the device is not calibrated. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 11jun2020. A review of the device service history record was performed beginning from the date of manufacture to the present date 22sep2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
Changed initial reporter (e1) to - (B)(6) added (e3) - field service engineer *******************************************************************************************************

Event description:
It was reported that there was a calibration failure. The error message shown was a barrel clamp calibration failure/ code: 351.6760.0. It was reported that the error occurred five times on the same device on the same day. The issue was noted before patient use during a check-in procedure for a new installation.